Event description:
Pt was undergoing a tonsillectomy and adenoidectomy. At the end of the case, a small cautery burn on the buccal mucosa, just medical to the oral commissure on the right, was noted. It was a superficial burn. Surgeon believed that the insulation on the suction cautery unit may have been defective. Bacitracin ointment was applied to the burn.